Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 2mg/ml at 0.37 mg/day via an implantable pump for unknown indications for use. It was reported that the patient stated that the pump was not working like it was before the pump replacement procedure in 2023. It was unknown if any environmental/external/patient factors had led or contributed to the issue. Diagnostics/troubleshooting performed included aspirating the catheter. Actions/interventions taken included finding no issues with the catheter at the procedure on 2024 (B)(6), but the hcp decided to prophylactically replace the pump segment because of the patient complaint. The issue was resolved at the time of the complaint and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2017 (B)(6), explanted: 2024 (B)(6), product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 27-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.